Event description:
It was reported that the patient was connected the patient line during prime phase of peritoneal dialysis therapy on the homechoice device. The technical service representative advised the patient to restart therapy using new supplies and reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.